Event description:
It was reported by dealer that a washer came loose on the right side fork of the trsx5 wheel chair. He also stated the seat upholstery is worn and consumer is actually sitting on the crossbraces.